Event description:
It was reported that, upon activating this inflatable penile prosthesis (ipp), it was noted that the device presented auto inflation issues due to the pump not working properly; therefore, a revision surgery was performed to remove and replace the component. No patient complications were reported.